Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely after reaching elective replacement indicator (eri) with over five months left on the battery life estimate. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally based on device settings and patient condition of fast atrial rates. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this implantable cardioverter defibrillator (ICD) exhibited a code 1003, indicative of battery voltage too low for projected remaining capacity. The device was subsequently explanted and replaced with a new ICD. No additional adverse patient effects were reported. Product return is expected for investigation.

Manufacturer narrative:
This product was manufactured prior to UDI number implementation.